Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and tube window, cracked belt clip slot and a stained end cap sticker.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose would reach 678 mg/dl. Customer also believed their high blood glucose was caused by the insulin pump. The customer also reported their insulin pump was cracked and not working properly. Customer stated the rewind portion of the insulin pump was not working. It was also found the customer had a crack around the reservoir and down the front of their screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.